Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that the procedure was a difficult, sheathless insertion. The central lumen was capped off from transferring hospital. Rn phoned the hot line with high pressure alarms. The intra-aortic balloon pump ('iabp') in use was the iap-0500 (B)(4). Rn said alarm started 25 minutes prior to call; no visible kinks. The clinical support specialist ('css') reviewed options to attempt to aleve a possible internal kink (pull tension at insertion, towels under hip to hyperextend groin, etc.). Css then explained to rn how to measure plateau pressure against the augmentation. As rn was moving cursor down the balloon pressure waveform ('bpw'), iabp alarmed and then hit the reset button to begin the process again; blood was then noted in the helium drive line. Css confirmed that it was the helium driveline and rn confirmed. Css then told rn to clamp the helium driveline, disconnect from iabp and have the physician remove within 30 minutes. Css also asked that she save the catheter for retrieval. Additional info received on 02/23/2010 by the clinical support specialist stated "I spoke with a member of the management team this am and there is not much data to be had. Per staff at hospital today, they remember the pt being "very unstable and very sick." Dnr orders were signed and the family withdrew support. The pt expired 2-3 days post transfer to hospital. This unfortunately is all we are going to be able to get as the pt's charts are long since gone to medical records."